Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside the air water cylinder and channel. Based on the results of the investigation, it is presumed the likely cause of the reported picture is fuzzy is due to dirty objective lens. In addition, the most probable cause of the white residue inside the air water cylinder and channel could not be established. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported picture is fuzzy for an olympus colonovideoscope. There were no reports of patient harm.